Event description:
It was reported that a distal femur caused pseudo tumor. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product: polyethylene insert size b, item#: 00585001295. Articular surface with segmental hinge post size b 12 mm height item#: 00585002012. G2- united kingdom. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-01018. D10- medical product unknown tibial tray.

Event description:
It was reported that the distal femur caused pseudo tumor and a patient was revised approximately seven and a half years post implantation due to tibial fracture and loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures and videos identified removed implants and that a subcomponent has been removed and moves freely. No images of the tibia were provided, and the tibia was not returned. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: broken bone in the tibial area, possible loosening of the tibia, excess tissue that may be the pseudo tumor. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint has not been confirmed with the information provided. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (04) - femur.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned product found it exhibits signs of being implanted nicked / gouged / wear. The yoke, pin, and bearing were also returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. No problem found for the femur as the product is unrelated to the reported event. The reported event is confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.

Event description:
It was reported that a patient was revised approximately seven and a half years post implantation due to tibial bone fracture and a pseudo tumor caused by a worn and fractured poly box.